Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. No additional information was provided.

Event description:
The customer reported, a generator error message on the 8800 system. No patient injury was reported.